Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited multiple high out of range shock impedance measurements of greater than 125 ohms. No cause for the high impedances has been determined and no changes have been made. The patient will be fitted with a life-vest. The rv lead continues to remain implanted and in service and there were no adverse patient effects reported.

Event description:
Additional information provided from the field indicated surgical intervention was performed and the rv lead was abandoned and replaced. No additional adverse patient effects were reported.